Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2055858. Medical device expiration date: 28-feb-2025. Device manufacture date: 14-mar-2022 . Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that several bd venflon¿ pro safety shielded IV catheters experienced connector not able to connect to mating component and separation of luer connection to mating component. The following information was provided by the initial reporter: after insertion of the device, it is frequently found that the device cannot be connected to the 3-way tap that we usually use (it spins idle). We have sent this complaint because 5-6 events have occurred in which the cannula needle inserted into the patient has disconnected from the tap with consequent leakage of blood.